Event description:
Info received indicates, the brake will lock and hold but the caster will turn if the stretcher is pushed from the side.

Manufacturer narrative:
The tech replaced the right foot brake caster to repair the stretcher.